Event description:
Had the essure device placed and one tube spasmed during procedure, causing the coil to migrate and now I need it removed. I am constantly tired, feel aches and pains in my joints and the side where the coil migrated. I am looking forward to removal but scared of needing a hysterectomy. I am only (B)(6) so if I do need to have a hysterectomy from it will suck. It will throw off my hormones forever and could put me into an early menopause. This device was said to have no side effects and was supposed to be safe and easy. I feel like I was lied to and the device can cause more harm than good.